Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. The customer declined further troubleshooting with tandem technical support for the occlusion alarm, therefore no additional information could be obtained. There was no reported adverse impact to the customer.